Event description:
Electrical safety testing performed immediately following installation revealed that the telemedicine rack sys leakage current levels (normal polarity ground lifted = 1393 microamperes; reversed polarity ground lifted = 1597) exceeded the industry standard of 300 microamperes. Excessive electrical leakage current was found when the multimedia med sys telemedicine rack unit was checked, for electrical safety, before its initial use on a pt. The results were as follows: a. Normal polarity ground lifted-1393 microamperes, b. Reversed polarity ground lifted-1597 microamperes. The values should not exceed the industry standard of 300 microamperes in either normal or reversed polarity ground lifted positions. Facility recommends that each biomedical engineering dept pay special attention to electrical leakage current checks after the installation of any telemedicine sys. Biomedical engineering should inspect equipment in the area where it is to be used.